Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of stored device memory noted that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of noise and oversensing on the rv channel 10 months post right ventricular (rv) lead implant that resulted in pacing inhibition for greater than 2 seconds of asystole. Additional episodes were observed one month later that included noise on the right atrial (ra), rv and left ventricular (lv) leads, however, the noise was only sensed on the rv lead. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi) for the most recent episodes and discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The crt-d was explanted and replaced with another manufacturer's device. Available information indicates that the leads remain implanted and in service. No additional adverse patient effects were reported.